Event description:
It was reported the pump was not accepting new cartridges. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.